Event description:
Pt reports she is getting an occlusion alert on her pump. Unknown if dose was interrupted. Unknown if patient missed dose. Unknown if patient experienced any adverse events. Unknown if product is available for return. Unknown if md aware. No further information, details, or dates available. Indication: antibody deficiency with near-normal immunoglobulins or with hyperimmunoglobulinemia.